Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was fractured and had exhibited pacing impedance greater than 2,000 ohms. Noise and oversensing were also present, without pacing inhibition, and the noise was reproducible with isometrics. The lead was successfully explanted and replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 11.5-12.5 cm from the terminal pin. The fracture was consistent with lead-on-can damage.

Event description:
It was reported that this right atrial (ra) lead was fractured and had exhibited pacing impedance >2,000 ohms. Noise and oversensing were also present, without pacing inhibition, and the noise was reproducible with isometrics. The lead was successfully explanted and replaced and no additional adverse patient effects were reported.